Manufacturer narrative:
Sorin group requested that the product be returned for eval but no product has been rec'd to date. A follow-up report will be filed if product is returned for eval. The sorin group heart lung instructions for use state that failure to maintain proper occlusion of the roller pump can lead to premature pump head tubing failure, resulting in leaks. The IFU states to use appropriate tubing inserts and to maintain the natural curvature of the tubing when placing it in the raceway. Failure to properly install the pump tubing may result in damaging the tubing.

Event description:
The perfusionist reported that, 3 hours into bypass, blood was noted to be leaking from a slit in the cardioplegia tubing in the raceway. The line was changed out and the case proceeded without any further incident. There was no report of injury to the pt. Blood loss was approx 150cc.